Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hd system and the patient¿s cardiac arrest. The source of the patient¿s cardiac arrest can be attributed to a significant cardiac disease history as reported by a medical professional. It is well known hospitalized septic patients carry a high risk of mortality as sepsis is the leading cause of in-hospital deaths in the us. Additionally, cardiac arrest as a result of sepsis and multi-organ failure typically has poor outcomes due to lasting physiological effects on the cardiovascular system. This patient was admitted with sepsis and multi-organ failure in the environment of preexisting cardiac disease. Hd therapy was utilized for a one-time therapeutic effect for this patient and not as a long-term therapy. Regardless of the temporal relationship between hd and this patient¿s cardiac arrest, this adverse event was predicated by high-risk comorbidities prior to hd therapy or the use of any fresenius product(s) or device(s). Therefore, the 2008t hd system can be excluded as root cause of this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A hospital¿s area technical operations manager (atom) contacted fresenius technical service (ts) and reported an unspecified patient incident that occurred during a hemodialysis (hd) treatment on a fresenius 2008t machine. During evaluation of the 2008t machine, the atom discovered that the ultrafiltration (uf) pump strokes were 0.1 ml above what the tolerance allows for. The ts specialist advised the biomed to perform the uf problem identification procedure. No further details were provided in the initial reporting. Additional information was revealed during follow-up with the atom and the hd registered nurse (hdrn) who was present when the incident occurred. Approximately one hour after hd treatment was initiated on (B)(6) 2022, this patient became bradycardic and went into cardiac arrest. The hdrn stated the patient was initially admitted to the hospital for sepsis with multi-organ failure with ¿a high risk of cardiac events¿ (date of admission unknown). The hdrn stated the patient was not a chronic renal replacement therapy patient and only utilized hd therapy once while hospitalized. The hdrn reported the reason for hd therapy was based on the patient¿s high central venous pressure of 22 mm/hg and hd was utilized to reduce cardiac pre-load pressures with fluid removal. After the patient went into cardiac arrest, the hospital¿s code blue team was alerted and conducted advanced cardiac life support. The patient had a return of systemic circulation and was placed on mechanical ventilation in the intensive care unit. The hdrn reported the patient had a steady deterioration of health following the cardiac arrest and their family was consulted for the patient¿s advanced directives. Per the hdrn, the patient¿s family opted to cease life-saving efforts and the patient was terminally extubated on (B)(6) 2022 and expired shortly thereafter on the same day. The hdrn affirmed the patient was not on hd therapy on or around the time of death. A death certificate was requested but unavailable in this dialysis unit. Following the cardiac arrest, the hd machine was removed from service for functionality testing. Per the atom, all checks were within safe operating parameters. However, there was one test where the results were just barely outside of the tolerance range. The ultrafiltration (uf) pump strokes measured at 24.2, which is 0.1 above what the tolerance allows. The target for this check is 24 (with a tolerance of +/- 0.1). As advised by technical service, the atom performed a uf problem identification procedure. The atom simulated a treatment and the uf was found to be within specification. The machine met the expectations and was deemed safe to use. After consulting with the regional technical operations manager (rtom), and the medical director and program manager, it was the consensus that the machine could be put back in service. The atom confirmed that no repairs had to be made, and no parts were replaced. It was confirmed that the patient¿s sepsis, multi-organ failure, cardiac arrest leading to death and the associated hospitalization were unrelated to hd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the investigation determined that there was a causal relationship between the objective evidence and the alleged event; the reported uf issue was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Despite the uf being outside of the tolerance range, the machine was deemed safe to use after a simulated test was performed. No machine repairs were made, and the system was put back in service. However, due to the uf being outside of the tolerance range, the reported issue was confirmed and the cause was traced to a component failure.

Event description:
A hospital¿s area technical operations manager (atom) contacted fresenius technical service (ts) and reported an unspecified patient incident that occurred during a hemodialysis (hd) treatment on a fresenius 2008t machine. During evaluation of the 2008t machine, the atom discovered that the ultrafiltration (uf) pump strokes were 0.1 ml above what the tolerance allows for. The ts specialist advised the biomed to perform the uf problem identification procedure. No further details were provided in the initial reporting. Additional information was revealed during follow-up with the atom and the hd registered nurse (hdrn) who was present when the incident occurred. Approximately one hour after hd treatment was initiated on (B)(6) 2022, this patient became bradycardic and went into cardiac arrest. The hdrn stated the patient was initially admitted to the hospital for sepsis with multi-organ failure with ¿a high risk of cardiac events¿ (date of admission unknown). The hdrn stated the patient was not a chronic renal replacement therapy patient and only utilized hd therapy once while hospitalized. The hdrn reported the reason for hd therapy was based on the patient¿s high central venous pressure of 22 mm/hg and hd was utilized to reduce cardiac pre-load pressures with fluid removal. After the patient went into cardiac arrest, the hospital¿s code blue team was alerted and conducted advanced cardiac life support. The patient had a return of systemic circulation and was placed on mechanical ventilation in the intensive care unit. The hdrn reported the patient had a steady deterioration of health following the cardiac arrest and their family was consulted for the patient¿s advanced directives. Per the hdrn, the patient¿s family opted to cease life-saving efforts and the patient was terminally extubated on (B)(6) 2022 and expired shortly thereafter on the same day. The hdrn affirmed the patient was not on hd therapy on or around the time of death. A death certificate was requested but unavailable in this dialysis unit. Following the cardiac arrest, the hd machine was removed from service for functionality testing. Per the atom, all checks were within safe operating parameters. However, there was one test where the results were just barely outside of the tolerance range. The ultrafiltration (uf) pump strokes measured at 24.2, which is 0.1 above what the tolerance allows. The target for this check is 24 (with a tolerance of +/- 0.1). As advised by technical service, the atom performed a uf problem identification procedure. The atom simulated a treatment and the uf was found to be within specification. The machine met the expectations and was deemed safe to use. After consulting with the regional technical operations manager (rtom), and the medical director and program manager, it was the consensus that the machine could be put back in service. The atom confirmed that no repairs had to be made, and no parts were replaced. It was confirmed that the patient¿s sepsis, multi-organ failure, cardiac arrest leading to death and the associated hospitalization were unrelated to hd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s).